Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: there was contrast in the balloon and inflation lumen. A thorough inspection of the device revealed no damage or irregularities. The outer diameter (od) of the proximal bond was within specification. The catheter was soaked in a bath of circulating 37 degree celsius water for 24 hours to attempt to loosen solidified contrast in the balloon and inflation lumen. A .014" guidewire was inserted into the guidewire port and advanced through the lumen. An inflation device was used to pressurize the balloon to rated burst pressure (rbp) for 5 minutes. The device maintained rbp with no evidence of leaks or other irregularities. After the 5 minute inflation period, negative pressure was applied with an inflation device. The device deflated within specification. Functional testing of inflation and deflation performance revealed no evidence of the alleged inflation difficulty. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause was unable to be confirmed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), balloon deflation difficulties were encountered. Vascular access was obtained via a femoral artery .the target lesion was located in the left anterior descending artery (lad). During the procedure, the physician noted that the 2.0mm x 20mm apex balloon took an ''unusually'' long time to inflate and deflate, 25 seconds to inflate and 25 seconds to deflate. The balloon was fully deflated when removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure (pci), balloon deflation difficulties were encountered. Vascular access was obtained via a femoral artery .the target lesion was located in the left anterior descending artery (lad). During the procedure, the physician noted that the 2.0mm x 20mm apex balloon took an "unusually" long time to inflate and deflate, 25 seconds to inflate and 25seconds to deflate. The balloon was fully deflated when removed from the patient's body. The procedure was completed with this device. No patient complications were reported and the patient's status is stable.